Manufacturer narrative:
According to the facility on (B)(6) 2025 "high flow nasal cannula equipment was saturated with water, the water continued to flow with good pressure into patients' nose". Per the facility "once the device was removed from the patient water continued to spurt out until the flow was shut off". Per the facility "the patient desaturated into the low 80's; patient placed on 4 liters from the wall until a new high flow nasal cannula was set up". Per the facility the patient was discharged on (B)(6) on room air. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 "high flow nasal cannula equipment was saturated with water, the water continued to flow with good pressure into patients' nose".